Event description:
It was reported that during an unknown procedure, the first two clips were delivered successfully but the third clip was stuck. Another like device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Damaged antiback-up. The analysis results found that the device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and due the antibackup feature was non-functional two clips partially formed were fed. The remaining clips were conforming according to manufacturing specifications. In order to evaluate the condition of the device's internal components, the device was disassembled and the lever was found to be damaged leading the antibackup failure. However, it could not be determined what may have caused the finding. This finding is not related with the incident reported. A batch record review was performed and no anomalies were found during the manufacturing process.